Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed.